Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to patient injury previously. Device issue: failure to deflate. It was reported that after the rx vision stent was implanted, an attempt was to be made to post-dilate; however, the stent delivery system could not be deflated completely. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon, shaft, sidearm, and in the guide wire lumen. There was contrast visible in the balloon, inflation lumen, and on the shaft and sidearm. The stent was not returned with the catheter. There were crimp marks on the balloon between the markers. The balloon was partially filled with fluid. The inner member inside the balloon was bowed. The inner member 6 cm distal to the guide wire exit notch was extremely bowed and twisted for a length of 13.5 cm. The outer member around this section was stretched and mishappen as if it had been inflated. There was a 1 mm longitudinal tear in the guide wire exit notch. There were several bends the entire length of the hypotube. No other damage to the catheter was noted. A new indeflator was used in an attempt to inflate the balloon to rbp to check inflation time, when the outer member ruptured under 8 atm, 5.8 cm proximal to the distal balloon seal. An ideflator with a needle attached was used in an attempt to inflate the balloon by inserting the needle through the rupture in the inflation lumen and clamping off the rupture. The balloon inflated and deflated normally. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed that the catheter was returned with the balloon partially inflated. The inner member damage and the tear to the guide wire exit notch most likely occurred during the procedural attempt to remove the device while the balloon was still partially inflated. Additionally, the extensive damage to the inner member may have also contributed to the deflation difficulties. A conclusive root cause cannot be determined for the failure to deflate, but a field discrepancy notifications will be issued to further investigate this issue along with the outer member rupture. This MDR is considered closed by the product performance group.